Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per tandem¿s t:slim g4 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. The t:slim g4 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.

Event description:
Reportedly, the customer removed and added insulin to the cartridge outside of the load sequence, overfilled the cartridge, re-filled and re-used the cartridges, did not perform the cartridge air removal step during the load sequence and filled the cartridges with cold insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received inaccurate fill estimates displayed on the insulin gauge intermittently. It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 0 units. Reportedly, the cartridge was filled with 270 units of insulin. The customer¿s blood glucose level reached 200 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.